Event description:
Hcp reports explantation of pump and catheter after 38 months of implant duration because he felt the pump was not functioning properly. The amount of drug in the reservoir did not appear to be consistent with what the pump display indicated. Hcp does not report any pt symptoms. No rotor studies were performed. Dye studies were performed, but results are unknown at this time. The pump was returned to the MFR for analysis. Additional info has been requested from the hcp, but was not available at this time of this report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up will be sent when analysis is completed.